Event description:
It was reported that a new lead, implanted in the patient's other hemisphere, was originally able to elicit great tremor control, but then it stopped working even going up to 10.5v again. The decision was made to leave the lead in, despite limited testing intra-operatively. The reporter believed that the test stimulator was functioning as intended because the "green light was blinking." The reporter indicated that while testing stimulation, the original stylet with lead was used. An external neurostimulator (ens) was not an option because the cables had been contaminated. It was also indicated that the patient was going to have stage 2 procedure on (B)(6) 2012, to have her batteries implanted, and impedances would be checked at that time. If additional information is received a follow-up report will be sent. Refer to regulatory report # 6000153-2012-00251, for additional patient information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).